Event description:
Navigation unit displayed 2.5 degress flexion on femur but then when advanced to next screen it showed 1 degree of flexion.

Manufacturer narrative:
At this time the device has been requested to be returned to orthalign for evaluation by an orthalign engineer. If the device is returned an investigation will be performed to attempt to confirm the complaint and determine the root cause. A follow up report will be filed detailing the results of the investigation.

Manufacturer narrative:
The navigation unit was returned to orthalign for investigation and tested with an in-house reference sensor and bracket. The system passed all testing and the numbers on the summary screen matched the values on the resection plane screen within 0.5 degrees on every attempt. The navigation unit logs were also downloaded and reviewed. The complaint is unable to be confirmed as neither the log file nor testing demonstrated the issue seen by the user. The root cause is also unable to be confimred but a potential root case is a software anomaly which has been seen during engineering investigation of production units where the buzzer interferes with the final registration values on the summary screen. It is possible this issue was present for the user in this navigation unit but no longer present during investigation due to environmental conditions, handling or use since the clinical procedure.

Event description:
Navigation unit displayed 2.5 degress flexion on femur but then when advanced to next screen it showed 1 degree of flexion.